Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had induced damage during a revision procedure. While removing the lead from the header, the terminal pin separated from the lead body. The lead is no longer in service, but currently remains implanted. No adverse patient effects were reported.